Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: increased incidence of noise in the tendril pacemaker lead detected via remote monitoring. Heart and lung and circulation 2019; 1¿4 1443-9506 https://doi.org/10.1016/j.hlc.2019.06.718. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding an atrial pacing lead. The authors discussed that lead noise lead to automatic mode switching. In one patient the lead was found to be fractured and it was replaced. The other patient was monitored. The disposition of the lead that was replaced is not known. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.